Event description:
Customer's mother reported via phone, the insulin pump had alarmed motor error. Customer's blood glucose was 343 mg/dl. Customer's daughter already disconnected and is on back up plan. Customer's father was contacted and customer's blood glucose was 540 mg/dl, treated with backup plan. The device was not dropped, bumped, or exposed to an electric magnetic field. Customer's father was advised the device need to be replaced and he agreed to return it for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.